Event description:
It was reported that during a coronary stent procedure in a highly calcified lesion, the physician experienced initial difficulty removing the stent delivery system. No patient injury or complication occurred.